Event description:
Healthcare professional reported "capsular contracture" baker grade unknown, "prominent folds, much more evident on the left where the anteroposterior diameter increases", "peri-implant liquid", "capsular contracture", "thick peri-implant content, more evident on the left where septations are seen", "peri-implant left breast fluid in the lower quadrants, where thick, heterogeneous content with septations, with a maximum thickness of 3.2 cm, is seen" "peri-implant fluid (seroma)" and "negative cytology for malignant neoplastic cells. Tisrsfc rating*: negative for malignancy". Later healthcare professional reported "baker's grade of capsular contracture: IV". This record is for left side. Device remains implanted. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "peri-implant fluid (seroma)".